Event description:
Patient arrived at (B)(6) medical center in (B)(6), on (B)(6) 2014 with a dual lumen, 5 french bard power PICC and the following day, a non repairable leak was discovered, and the line was removed. The line had been used for an extended course of IV antibiotics.